Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka) some time either on march or (B)(6) 2026. There was no further available information regarding this incident. Follow-up attempts to the reporter were made; however, these were unsuccessful, as the reporter did not respond to subsequent inquiries; therefore, information is limited.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone17.4 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.